Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had "an issue: close door" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an close door was not reproduced. A review of the event history log revealed multiple "shut door - power off" messages. A "shut door - power off" can occur as part of expected pump function if the user attempts to power off the pump prior to closing the door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.